Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a routine device replacement procedure, the right ventricular (rv) lead was observed under fluoroscopy and it revealed externalized conductors. All electrical parameters were stable and in range. No intervention has been performed at this time. The patient was stable and will continue to be monitored.